Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Based on the information received, a cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer septal occluder was selected for an implant using a 10f amplatzer trevisio intravascular delivery system. During the procedure, the physician attempted to deploy the device, but the left atrial disc was deformed to a cobra head shape. The disc was retrieved without detaching it from the cable, and the procedure was concluded. No interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Due to the small left atrium, it was a difficult case as there was difficulty deploying the left atrial disc; therefore, the procedure was postponed and will be rescheduled. The patient's condition is stable. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.